Event description:
The implantable neurostimulator and a portion of the extension were returned to the manufacturer from a funeral home with no return paperwork. No pt identification was provided, and the device was not registered in the manufacturer's device tracking system.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok. Final device analysis of the extension revealed no significant anomalies - extension ok but cut thru (suspected explant damage).